Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. Based on similar incidents, corrections have been implemented. This report is combined initial and follow-up report.

Event description:
Procedure performed: ni. Event description: [hospital] ¿after testing the device, the surgeon attempted to load the clips. But, the clips were not loaded. The device was replaced with the new device. The distributor/importing company completed the product replacement.¿ product is not available for return. Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.